Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The device was received by the philips bench repair. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty power supply. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient harm reported. The bench technician replaced the power supply to resolve the reported issue. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14dec2020.

Event description:
It was reported to philips that the device had a shutdown and would not turn on. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.